Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description (event details, per): it was reported that the patient had to be revised due to infection approximately 7 months after implantation. Review of received data: three pelvic ap x-rays were received. No conspicuous information related to infection. The surgical notes of implantation dated (B)(6) 2015 and a clinical visit summary containing patient history were received for investigation. The surgical report of implantation states that the patient received antibiotic profilaxis before surgery, but does not reveal any other conspicuous information. The clinical visit summary states that the patient was doing well until (B)(6). The patient had a uretreroscopy in january. Then he noticed swelling around the hip. On (B)(6) 2016 the patient had a turp (transurethral resection of prostate), and afterward drainage of the hip. The patient denies pain from implantation until (B)(6) 2016. On (B)(6) 2016 the patient had I&d (irrigation and debridement) of the left hip area, as well as bactrim (antibiotic) which was stopped 5 days before visit. It is also reported that the patient was involved in a rollover mvc (car accident). The exam results states that the x-rays do not show any changes compares to previous x-rays, no osteolysis, no lytic lesion, hip replacement is well fixed and aligned. Impression: other mechanical complication of unspecified internal joint prosthesis initial encounter. In the treatment plan it is mentioned that the patient has likely infected prostheses until proven otherwise. As the patient had antibiotics, there is need to wait to identify the right organism and then the patient will possibly have a two-stage revision. It is also stated that the CT scan images were reviewed and no fluid collection could be identified due to poor image quality (scattering). New tests were ordered. No other conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the gamma sterilization specification of the device certifies the suitability of sterilization. Root cause analysis: the gamma sterilization specification of the device certifies the suitability of sterilization. The DHR states that the affected lot has been sent for sterilization. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the documentation provided for investigation highlights that the patient has pain and swelling of the hip after the uretreroscopy and transurethral resection of prostate (surgeries) performed at mid-end (B)(6). Additionally, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to patient infection. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Surgical report and x-rays were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta head, 12/14, 36 x 0 on (B)(6) 2015 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to joint infection.